Manufacturer narrative:
One cadd ms3 pump was received in good physical contact. There was no evidence of the reported issue in the event log. The pump was visually inspected and functional testing was performed. The reported "unable to increase pump rate" issue was verified. Visual and functional tests found that the pump would not allow the patient to increase pump rate. Further investigation of the pump determined that a faulty microprocessor board caused the issue. The microprocessor board will be replaced to resolve the issue.

Manufacturer narrative:
(B)(6). The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump malfunctioned. It was reported that the pump would not allow the patient to increase the pump rate. The patient stated that the pump was infusing, but the rate could not be increased. The issue occurred while the pump was in patient use, there was no interruption in therapy and the patient had a backup pump. The infusion was life sustaining and there was no reported adverse event. See MDR 3012307300-2019-04940 for the report on the other ms3 pump that malfunctioned.